Event description:
A malfunction alarm occurred with the code malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), so there was no adverse impact. As a resolution, customer technical support decided to replace the pump. The customer reverted to manual injections for insulin therapy.